Manufacturer narrative:
(B)(4). Ez-io driver 9058 was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a solid green led light was displaying. It should be noted the trigger guard was still tethered to the driver but was broken into half. The driver was subjected to simulated saw bone insertion test. The driver failed insertion testing on the 4 attempt with the hard saw bone block attempt with a one 10.53 second stall and the test was discontinued. The motor was connected to dc power supply and set to approximately 18v. When the trigger was pulled the led displayed a solid green led light and the motor was operable. The eeprom data could not be parsed and analyzed due to an earlier eprom version of the chip that cannot be read. Batteries were subjected to a simulated load test. Load test results show that all batteries were depleted below 20% capacity. Other remarks: the customer's complaint that the driver failed under a solid green led light condition was confirmed. The reason the driver lost power was due to battery depletion. The batteries were tested under simulated load conditions and each one was found to be depleted less than 20% capacity. Further investigation has been initiated to determine the cause for the led remaining green. The device history review file is not available for review in the united states. A review of the certificate of conformance found that the driver passed all release criteria. The manufacturer will continue to monitor and trend related events.

Event description:
The led is blinking green but the device is losing power during insertion.